Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device shuts down by itself and battery failed. A field service engineer (fse) worked on the station between procedures and found that a power cord in use was not pyxis owned or standard for pyxis equipment. The customer had been using the cable because it was longer, given the outlets location. The power cord had become loose due to accidental cleaning or moving of cables on the floor, which caused the station application to shut down and restart whenever the drawers or station were bumped. The fse had reused the original pyxis power cord to reach the outlet, though it was hanging higher than normal and could be unplugged by accident. Staff and rx were informed to be careful until longer cables were ordered and arrived on site. To ensure no other issues were present, the fse had run a test in admin, performed an hardware test application (hta) test on drawers 2 1 and 2 2, and checked the back for any loose or broken connections, with none found. The backup battery and power module had both shown as functioning properly in hardware test application. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es acart-or09 shut down by itself three times and experienced a battery failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.